Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having a lot of pain in the center of their back and their left side of the back was slightly swollen since late (B)(6) 2025. Patient stated that during the procedure on (B)(6) 2026 for the new implant their healthcare provider (hcp) said that there was water on the incision area and that the previous device was damaged. Patient also stated that the device just stopped working in mid march. The patient was redirected to their hcp to further address the issue.